Event description:
Reporter indicated that the site's dell handheld computer did not seem to hold a charge as well as it had previously. Product analysis has been completed on the returned handheld computer, software flashcard, ac adapter, and serial cable. The handheld computer was tested for over an hour and at the conclusion of testing 86% of the battery capacity remained. Although this confirmed that the battery would hold a charge, the device was out of specification as it likely would not have operated continuously for 8 hours. No other anomalies were identified during analysis.